Event description:
It was reported a patient with an implantable cardioverter defibrillator (ICD) was deceased and the physician questioned the device system failed. It was noted that the physician also questioned if the death was related to treatment provided at a different facility with a possibility of medication (amiodarone) slowing the cycle length of ventricular tachycardia. The patient died approximately one month post implant of the ICD. The exact cause of death was not reported.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found.

Event description:
Additional information was received that ventricular fibrillation (vf) detection was delayed due to a lead integrity alert. The patient went into vf and received appropriate therapy from the device. Cause of death was not determined.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. (B)(4).

Manufacturer narrative:
Product event summary (B)(4) product ID# (B)(4). The device was returned and analyzed, analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The aware date of the supplemental medwatch report with additional information submitted on (B)(6) 2014 had an incorrect aware date. The correct date is reflected in this report.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.